Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirts out during priming almost every time. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the top of the battery cap was damaged, rejected new batteries and the batteries lasted less than a week. The insulin pump will not be returned for analysis.